Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
According to the available information this inflatable device was implanted in 2013 and removed/replaced on (B)(6) 2020 due to leakage. No further information was provided. A titan one touch release pump, two cylinders, and reservoir were received for evaluation. Examination of the provided photograph revealed areas of confined abrasion on the longer length pump exhaust tubing and exhaust tubing of cylinder 2. Surface abrasion was noted on the pump exhaust tubing and reservoir inlet tubing. No functional abnormalities were noted with any of the returned components because the available information did not indicate what factors may have contributed to the reported "leakage", and because no functional abnormalities were noted, the cause of this reported event could not be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Lot number: 3488723; the lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release, and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was leaking, and was replaced.